Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the bioraptor suture anchor broke while it was being inserted into the bone. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
G3: company representative added. H3, h6: the reported bioraptor knotless suture anchor intended for use in treatment, was not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. The informarion provided states: ¿during surgery, the bioraptor suture anchor broke while it was being inserted into the bone¿. An exact root cause cannot be determined with confidence. However, factors that could have contributed to the reported event include: excessive force applied. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.